Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: (B)(4). The reported patient effects of death, cerebrovascular and thrombosis, are listed in the xact carotid stent system, instructions for use (IFU), are known patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a narrow lesion with moderate calcification in the mid internal carotid artery. The nav6 was deployed and retrieved with no issues. The xact stent was deployed with no issues. The final runoff looked good and there were no technical issues during the procedure. However, the patient was symptomatic after the procedure, the symptoms are unknown. Stent thrombosis occurred, subsequent death shortly after the procedure. There was no clinically significant delay in the procedure. Reportedly, the abbott devices were not at fault, the patient was not administered plavix immediately after the procedure. The official cause of death was reported to be a stroke. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medical device report, additional information was received, indicating that when thrombosis was noted, catheter directed thrombolysis was performed; however, the patient died. No additional information was provided.